Event description:
Caller alleged imprecision with the lab. Results as follows: first test inr = 3.0 second test inr = 2.7; mean = 2.85; sd = 0.21; %cv = 7.44%.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070615: first test inr = 3.0; second test inr = 2.7; mean = 2.85; sd = 0.21; %cv = 7.44%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.